Manufacturer narrative:
Investigation summary bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to tube in tube leakage as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes had leakage between inner and outer tube. The following information was provided by the initial reporter: ¿at the time of collection, blood is inserted into the double wall of the tube on many tubes whose storage conditions have been respected and that no shock occurred on these tubes.¿ this event description was translated from french to english.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes had leakage between inner and outer tube. The following information was provided by the initial reporter: ¿at the time of collection, blood is inserted into the double wall of the tube on many tubes whose storage conditions have been respected and that no shock occurred on these tubes.¿ this event description was translated from (B)(6) to english.